Event description:
In 2006 the lay/user patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying only three dashes when the test strip was inserted. The technical service representative (tsr) spoke with the patient two days later to obtain and verify information. On an unspecifed date during the first week of april 2006, the patient reported getting the symbols of 'three dashes' and 'mem' on the reported meter when the urination. The patient schedule an appointment with the nurse. The patient's blood glucose level was tested by the nurse to be 'slightly elevated', however the specific result was not known. The patient received no treatment for her diabetes. The nurse recommended she contact lfs to troubleshoot the meter. The patient could not provide any blood glucose results which she had obtained from earlier in the day of the event. The patient does not take oral medications; she controls her diabetes with diet. The patient does not have a backup meter. The tsr determined during troubleshooting the patient's testing technique was correct. The tsr also determined the reported meter would not power on during troubleshooting. The meter, test strips and control solution were replaced.